Event description:
It was reported that the device was used during a general surgical procedure. It was reported that the device misfired and the clips stuck. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Date sent: 05/31/2007. Evaluation summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and on the first firing the advancer bypassed the clip causing a pear shaped clip, the subsequent firings fed and formed 7 conforming clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.